Event description:
A physician successfully positioned and deployed a xact stent into the left femoral carotid artery. During the procedure, there was a dissection of the left common iliac artery. Upon completion of the carotid stenting, the left iliac was stented. Three hours post-procedure, the patient complained of left leg/foot pain and coldness in the left foot. The patient required vascular surgery for a common femoral endarterectomy. The patient was discharged home.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform inspection or device history record review in this case.